Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited high capture threshold and diminished r-waves. The patient presented for lead revision procedure during which it was noted that the lead helix failed to extend. The lead was explanted and replaced. There were no patient consequences.